Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during procedure while laser firing with an intralase patient interface (pi). There is no patient injury reported and the case was completed with the same pi without further complications. It was reported that one (1) procedure was lost.

Manufacturer narrative:
Additional information: the patient interface (pi) which included its three (3) components (applanation lens, suction ring assembly, and syringe) were returned to the manufacturer inside a bag. The units were visually inspected and no damages were observed. Pi functional tests were performed and all the test results were within specifications as required. The manufacturing process record was evaluated. No non-conformance/deviation report was issued during the manufacturing record review. The product was manufactured and released according to specification the risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. A product complaint history review was performed. No deficiency was identified. All pertinent information available to abbott medical optics has been submitted.